Event description:
It was reported to boston scientific corporation on october 18, 2011 that a cre balloon dilatation catheter was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the patient was being treated for an anastomotic stricture of the sigmoid colon. During the procedure, the balloon would not inflate due to a slow leak. It was confirmed the balloon did not burst. An alliance inflation handle and syringe were used, however there was no malfunction of these devices. The same alliance handle and syringe and another cre balloon dilatation catheter were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of balloon leak. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction that the balloon leaked could not be confirmed. However, balloon inflation issues can occur due to procedural factors such as tortuous anatomy; therefore, the most probable root cause for this complaint is operational context.